Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of issues with the customer's low blood glucose levels. The customer's blood glucose level at the time of incident was 41mg/dl. The customer's most current level was 263mg/dl. The daughter states the customer has been treating low levels with food. Troubleshoot was conducted, and the customer was advised to not be connected during priming. The customer was advised that due to being connected while priming, their levels were low. No further assistance was needed at the time.